Event description:
It was reported that during an unknown procedure, the device did not function. Took new instrument ot complete the case. No further information is available. No patient consequence.